Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was heavily tortuous, moderately calcified and 90% stenosed. After deployment of a xience prime 2.25 x 12 mm stent in the lesion, a distal edge dissection was noticed in the diagonal. A xience xpedition 2.5 x 23 mm stent was used as treatment in the left circumflex artery which also caused a dissection that was covered with another xience xpedition stent. There was no reported clinically significant delay in the procedure. There was no clinically significant delay in procedure. No additional information was provided.